Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred as the device calculated an over-delivery of nitric oxide for 12 consecutive seconds. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, the device's proportional valve was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2021, a customer from (B)(6) reported that they experienced a delivery failure with their inomax dsir plus. The device was returned to mallinckrodt for evaluation. During a routine service log review, a mallinckrodt employee discovered that a delivery failure alarm due to a calculated over-delivery of nitric oxide gas which meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the event. There was no reported complaint for a delivery failure alarm and no patient harm reported.